Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. Additionally no visible damage was observed on the returned catheter. Two extender tubings were also returned along with the insertion components. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and both extender tubings was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the console generated a gas loss in iab circuit alarm. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.